Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e 601 module. The sample initially resulted in an hcg + beta value of 8.97 miu/ml. The sample was repeated on a second analyzer, resulting in a value of 29 miu/ml. On (B)(6) 2022, the sample was repeated on the initial analyzer, resulting in a value of 21.28 miu/ml. No questionable result was reported outside of the laboratory. The hcg + beta reagent lot was 64377001 with an expiration date of 30-nov-2023.

Manufacturer narrative:
Calibration signals were acceptable. Quality control results were within specified ranges. Upon review of the alarm trace, no relevant alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.